Event description:
Explant of stage ii spinal cord stimulator leads and generator. Equipment to be returned to medtronic for interrogation.recently, the patient describes that she has been having difficulty with the spinal cord stimulator, stating that it is not working for her and that she has been having difficulty charging the device. At her last clinic visit the device was interrogated by medtronic. It was found to be poorly charged. At that time, the device was charged to about half its full capacity. The patient states that after that time, she had about a week of pain relief; however, as the device de-charged, her pain has returned. Today, she states that her pain is at her baseline about 7 out of 10, primarily located in her bilateral lower extremities. During this clinic visit, she was tearful and stating that she wants the device to be removed. During clinic visit today medtronic representative was available and interrogated device, was found to have the device completely discharged.